Manufacturer narrative:
Date of report: 11jul2019 .date received by manufacturer: 10jul2019. A central processing unit (cpu) was return for analysis. An investigation was performed and the root cause was isolated to the u43 pins 10 and 14 shorted on the cpu printed circuit board assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 13may2019, date rec¿d by MFR : 10may2019. The service engineer (se) inspected the device. The se found that the ventilator had issues with the touchscreen and navigation ring. In addition, the se found a machine and proximal pressure sensors failed error code. The se replaced the front bezel, user interface to power management board cable and the motor controller board to address the reported issues. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06march2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that customer was having issues adjusting the ventilator settings. There was no patient involvement. The event date was not specified; estimate used.